Event description:
Healthcare professional (hcp) reports two incidents of blood leaks with the psn 210 dialyzer occurring in 2001. The incidents occurred at the start of the patient's treatments and were noted with blood leak alarms and verified visually in the dialysate and with positive hemastix. Blood was not returned to the patients with an estimated blood loss of 250 cc per incident. Treatments were resumed with new disposables and completed without further incidents. No pt injuries and or medical intervention reported per hcp.